Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device unit, the image is not displayed. A degradation problem was identified regarding the detached adhesive on the bending section cover. A stress problem was identified regarding the adhesive on the bending section cover having a chip. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound bronchofibervideoscope exhibited the adhesive on the bending section cover detached and having a chip. There was no patient involvement.

Manufacturer narrative:
Corrected field: h11. Based on the results of the investigation, it is likely the following led to the malfunction: a degradation problem was identified regarding the detached adhesive on the bending section cover. A stress problem was identified regarding the adhesive on the bending section cover having a chip. The most probable cause is traced to component failure.

Event description:
No additional information received from customer.